Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific issue. All available information was investigated and a conclusive cause for the unintended movement associated with the clip opening while locked in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip opening while locked. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr). The first clip was implanted successfully, to further reduce mr, a second mitraclip delivery system (cds) (90404u121) was prepped. During prep, the clip failed to establish final arm angle (efaa) twice. The device was not used and was replaced. A second cds was prepped without issue and was advanced to the mitral valve. Grasping was performed. The first efaa passed and clip deployment was started. When pulling on the lock line the clip opened to approximately 30-40 degrees. The clip was re-closed and efaa was performed again; the clip remained closed. However, after turning the arm positioner, the clip opened to 50-60 degrees. The clip remained secure on both leaflets and the gripper line was removed. No additional clips were needed. The patient is doing fine. Mr was reduced to 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.